Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The batch number is known, certificate of conformity is available. Concerning the protaper gold shaping s1 25mm production, we found during DHR review the qh #36521, issued during handles production for counting difference. The production has been sorted. No relation with the subject of the complaint. Root causes are not identified. For information, this is the first complaint received involving this batch number for this issue.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
It was reported that a protaper gold s1 25mm file was broken during use. The broken part was not retrieved and filled in the canal. A week later, the patient revisited without discomfort. There is no patient injury occurred.